Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced two failed infusion sets while using the ilet, resulting in persistent hyperglycemia with glucose values above 400 mg/dl that did not decline after two hours until a second supply change was performed; the customer reported no leaking or kinks and did not check for a bent cannula, and replacements were arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.